Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted thr procedure, when mapping the acetabulum, it was re-measured because the size was too small, and the system wouldn't allow to re-register the lunate surface of the acetabulum, it would always give an error. An error that caused the system to become blocked just before the cup navigation also occurred, which forced to reboot the system. In the femur, leg length and offset changes, were not able to be measured, as it would always give an error. From the outside, the perception was given, that the trackers never moved. Surgery was resumed, after a non-significant delay, with manual instrumentation. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Sections h4 and h6 were updated. Section h11: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. There is no indication of a systemic software issue. The most likely cause is user error, as acetabular registration is less than ideal. Potentially the acetabular surface registration was sub-optimal, resulting in calculating an incorrect cup size. User attempted a full re-registration. At this point in the surgery, the femoral neck is already resected, the acetabular cavity most likely already reamed. Hence, it is not possible to reacquire preoperative leg situation information after the femoral neck is resected. Therefore, the software automatically switched off leg length functionality. Should a more in-depth investigation be required, pre-and post-op radiographs would be appreciated. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).